Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had fg.080 (occlusion alarm received unsure whether an upstream or downstream occlusion alarm was emitted). The event occurred during an unreported process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.